Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with noise on their right ventricular lead. The patient's lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.